Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device to complete to procedure. The hosp has resported no pt injury occurred.